Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Skin graft mesher comb was damaged. The event occurred during set up. There was no harm or delay involved. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the comb was damaged. Also, the skin has not meshed uniformly as it is supposed to. The event occurred during surgery and an alternate device was used. There was an additional graft required from the patient and the delay was about 30 minutes.

Event description:
No additional information received.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that the comb was damaged. In addition, the skin has not meshed uniformly as it is supposed to. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was march 22, 2017 where it was reported that the device had a bent comb and the roller, worn bushings, damaged comb, gears, side plates, and ball detents were replaced. This is not a related issue. Product review of the skin graft mesher on september 13, 2018 revealed that the pre-test calibration and sample mesh could not be taken due to a bent comb. The roller, gear, shoulder bolts and side plates had visible damage. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 13, 2018 which included replacement of the shoulder bolts, washers, roller gear, roller, side plates, bearings, and comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the pre-test calibration and sample mesh could not be performed due to the bent comb. The roller, gear, shoulder bolts and side plates all also had visible damage. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the pre-test calibration and sample mesh could not be performed due to the bent comb. The roller, gear, shoulder bolts and side plates all also had visible damage. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.